Event description:
On (B)(6) 2011, the patient reported experiencing elevated blood glucose of over 300 mg/dl due to bent infusion set cannulas. Her normal blood glucose range is 96-120 mg/dl. She stated, the cannulas were bending during insertion and she removed them right away. She inserted 4 headsets and only 1 went into her body and when it was removed after 2.5 days, she found the cannula was bent. She then switched to a different type of infusion set. The patient did not require treatment from a health care professional or second party to address the issue. Alleged product was discarded. Product was replaced. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.